Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with infusion set on (B)(6) 2026. Infusion set tape not sticking. No further information is available.